Event description:
A pt suffered from sepsis, gi bleed, disseminated intravascular coagulation and lactic acidosis. Twice during the course of crrt, the pt's filter was replaced without returning the blood from the circuit, resulting in a total blood loss of 304ml. Pt received a transfusion which the treating physician attributed to the pt's anemia and gi bleed. However, although it is unlikely the transfusion was attributable to the loss of blood in the circuit, the possibility cannot be dismissed.